Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty lift column power supply and a faulty interconnect cable. System operates as intended.

Event description:
It was reported that the system had intermittent lines on the images during a procedure and that the column movement was intermittent. No patient injury was reported.